Event description:
Surgeon reports that the pt states he sees an arc of light occasionally. His visual acuity is 20/20 and this difficulty has improved over time. Dr told pt it should continue to improve as time goes on. Lens remains implanted.